Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed a message reading ¿too much food.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared within the ¿last couple of days¿ before the alert date of (B)(6) 2014. The patient manages their diabetes with oral medication(s) (type unknown), diet and/or exercise. It is not known if the patient made any adjustments to their medication dose due to alleged power issue. At an unknown time after the product issue began, the patient stated that they experienced ¿sweating, dizziness, light-headedness¿ and felt it was ¿hard to move.¿ the cca noted that the patient received an unknown type of treatment from a healthcare professional in the emergency room as a result of these symptoms. It is not known if the patient¿s blood glucose was measured at this time. At the time of troubleshooting the cca noted that the patient was not using the product for the first time, and the issue was able to be resolved with training. The products were still replaced and requested back for evaluation. Although this complaint was resolved at the time of troubleshooting, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. Additionally, the patient received treatment from a hcp for these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.